Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the flow rate was normal after the product was implanted. The catheter was discounted (kinked) the day after the surgery, and blood could not be drawn. A diagnostic imaging was performed. The catheter was not repaired. There was no leak. Iodine vapors are alcohol-free; they were the cleaning agent used on the device. Tego was not utilized. There was no luer adapter issue.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that one catheter, with a visible kink below the catheter cuff. Upon first inspection, there appeared to be no other visual abnormalities. It was reported that the catheter was kinked and had insufficient flow issue. The reported issues were confirmed. The most likely cause could not be established from the information available. This issue can occur, after the device was implanted, its possible that the device was kinked by the patient during movement or by the operation itself. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.